Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported incidence of the capsular bag being aspirated and getting stuck in the irrigation/aspiration tip during the cataract surgery. The physician pressed and release the reflux, though the reflux action never occurred, the procedure could not be proceeded. The physician used a second instrument to help release the capsules but it stuck to deep and could not be removed and resulted in posterior capsular bag tear. The surgery was re-scheduled to another date for implant of the intraocular lens (iol). Additional information received from the company representative who indicated the intraocular lens (iol) implantation in sulcus was completed. No other complication were reported.

Manufacturer narrative:
The lot complaint history and DHR were not reviewed as no lot information was available for this complaint. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2021-70625